Event description:
It was reported via a field service report: symptom - during ground transport staff reported: battery not charging; intermittent ap (arterial pressure) triggering loss alarms. The pump was not switched out and there were no patient complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available. Findings/action taken: replaced power supply; initially upon troubleshooting it was though that there was an ap triggering problem. After temporarily replacing the front end, cpu (central processing unit) and I/o (input/output) board it was learned that the stimulator, when set to a low rate with assist intervals of approximately 10-40% in operator mode, would distort the waveform after several minutes resulting in ap trigger loss alarm. Pump triggers normally with valid ap signal. Power supply being returned. It was noted that software level was 2.24.